Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
It was reported the unit alarmed to an over voltage protection while the device was in use. The device was in use with a patient at the time of the issue, however it was reported there was no delay to therapy or medical intervention required as a result. The manufacturer's international service technician confirmed the presence of the error in the event log. The manufacturer's international service technician replaced the motor controller printed circuit board assembly and the issue was resolved.